Manufacturer narrative:
Event date is approximated as the exact dates were not made available. The article was accepted for publication on (B)(6) 2009. Citation: al-swiahb, jamil; al dousary, surayie. News and reviews (jul 2010); 29(4):149-52. Brand name, common device name and procode not provided in attached journal article. The article mentions a navigation system (model not specified). Further information unavailable. Multiple attempts have been made to obtain additional information. No additional information has been provided. No request for service have been received from the customer regarding these events. No parts have been replaced or returned to the manufacturer. (B)(4).

Event description:
Per attached journal article, a retrospective controlled study was conducted and experience with computer assisted surgery as applied to intraoperative guidance explained and compared with surgery without imaging guidance, in terms of safety of surgery, duration, complications, and outcome. This retrospectively study included 60 patients with chronic rhinosinusitis (crs) who underwent endoscopic sinus surgery between january 1, 2000 and december 30, 2006, including 30 patients who had conventional endoscopic sinus surgery and 30 patients who had endoscopic sinus surgery with use of the navigational system. The navigation system was used for the image-guided endoscopic endonasal surgery along with an unknown CT scanner. In the computer assisted surgery group, the mean time of surgery was 3 hours and 26 minutes. In the non-assisted group, the mean time of surgery was 3 hours and 13 minutes. Non- computer assisted surgery group (11 patients, 36.7%) had a higher recurrence rate within 1 to 2 years than computer assisted surgery group (5 patients, 16.7%). Five patients (16.7%) in the non- computer assisted surgery group required revision surgery compared with 2 patients (6.8%) in the computer assisted surgery group requiring revision surgery. No intraoperative complications occurred in the computer assisted surgery group, and in the non- computer assisted surgery group, two cases of orbital fat exposure occurred. The incidence of postoperative complications was similar in both groups. There are two cases each secondary hemorrhage. No further details regarding these events, or specifically when it occurred, were provided. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigations system. There is no allegation to suggest that medtronic navigation device caused or contributed to the reported event.